Event description:
It was reported that the patient experienced a loss of therapeutic effect. The implantable neurostimulator (ins) was found to be off, and when it was turned back on, the patient felt stimulation but then the stimulation faded. Stimulation programs 2 and 4 were tried, but program 3 was not tried because the patient said that when she had been reprogrammed last, the person who programed ''messed everything up'' and removed program 3, which she said had worked well for her. The patient also noted that she had an x-ray to confirm correct lead placement. The patient outcome was not reported. Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
Lead model: 3889-28, lot #: v312712, implanted: (B)(6) 2009, explanted: na; programmer model: 3037, serial #: (B)(4) .